Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. Lot history review was reviewed and no nonconformities were found that would have led to the reported complaint.

Manufacturer narrative:
The device is not available for evaluation. A lot history was provided, device history lot review is pending.

Event description:
The event involved a 15 cm (6") smallbore pur yellow ext set w/1.2 micron filter, luer lock where it was reported at the intensive care neonatal medicine department, there was a leak of the main infusion at the filter-manifold connection. The leak was observed after 5hours after the start of the treatment, the patient was in glycemic instability (hyperglycemia and then hypoglycemia). The medication that leaked was insulin at 0.025iu/kg/h. There were no holes, cuts, tears or any other defects with the device. A blood test was carried out every 3 hours to regulate the blood sugar levels, the patient was in glycemic instability even before the leak. There was no additional medical intervention due to the leak. The device was changed, and the patient has received the intended dose, there were no issues observed with the new filter. There was patient involvement.